Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was done with two proglide devices using the pre-close technique via a 6fsheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Reportedly, post procedure, one of the pre-placed proglide sutures broke during knot advancement. An additional proglide device was attempted, but the suture broke during plunger removal. An additional proglide device was successfully deployed and used with the remaining pre-placed proglide suture to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.